Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Event description:
Additional information reported "location being the nasal mucosa, the patient does not present any visible sequelae." The symptoms are resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the columella, nasal bone, and nasal spine with 0.5ml of juvéderm® voluma¿ with lidocaine. During injection in the nasal spine, patient experienced negative aspiration and pain. Two and a half weeks later, patient was injected [using the same syringe] in the nasal spine, nasal tip, and nasal bone with 0.35ml of an [unspecified] juvéderm® voluma¿. During injection of the nasal spine, patient experienced acute pain with cold sensation that resolved immediately. While being injected in the nasal tip, patient experienced bleeding and pressure which resolved "spontaneously". Two days later, patient began to experienced pain, nose pain, irradiation/spread to the gums and teeth, ulcer on nose base and septum, and necrosis on the nose. Patient was prescribed codeined-paracetamol. The next day, patient experienced a translucent discharge that turned bloody. Patient also experienced "ulceration of the right portion of the nasal septum, presence of a clot". Two days after symptom onset, hcp treated the patient with hyaluronidase, "150 reductonidasa , 1ml in 4cc of nacl". The following day, patient was treated with hyaluronidase, "150 reductonidasa , 1ml in 2cc of nacl". Symptoms are ongoing.